Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years the report of low speed hazards and pump stop events were confirmed based on the evaluation of the submitted log files; however, a specific cause for the events cannot be conclusively determined. The recorded events appeared to occur while the lvad system was supported by the power module and patient cable. Based on complaint history and similar reported events, the events captured in the log file are potentially consistent with a compromised wire in the patient's percutaneous lead. However, a root cause for the events cannot be determined without a full evaluation of the percutaneous lead. The patient remains ongoing on vad support. A review of device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the lvad system produced an unspecified alarm in the early morning while the patient was getting out of bed. The patient performed a system controller exchange. At the time of the alarms the lvad was connected to the power base unit (pbu). The patient was reported to be asymptomatic. Log file review by the manufacturer's technical services representative revealed speed drops and pump stoppages occurring while the lvad system was connected to the power module via the patient cable. Review of x-rays revealed a suspect area close to the skin exit site of the percutaneous lead. The area approximately 5 to 6 inches from the exit site was reported to feel "mushy." Technical services arrived onsite on (B)(6) 2016 to perform a percutaneous lead evaluation and replacement. During the evaluation, the short to shield event was unable to be reproduced with upper body movement or manipulation of the external portion of the percutaneous lead. It was suspected that the area of compromise was internal and a repair was declined by the implanting center. Two ungrounded patient cables were requested for use with the power module. No further information was provided.